Event description:
Account contact reports: PICC nurse came to see pt to discontinue a device because of a leak. As user attempted the removal of the device resistance was felt. When most of the device was removed, the line detached and remained in the pt. A tourniquet was applied and an x-ray revealed it was close to the insertion site. An anesthesiologist performed a cutdown at the insertion site under local anesthesia and easily retrieved the detached component. Heparin and antibiotics were infused through the line. The pt recovered without further incident. The line was not trimmed or cut prior to insertion.